Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. It was reported that no human harm, and no medical intervention was required during this event. The type of drug used during the event was not reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.

Manufacturer narrative:
Eitan medical has requested the event log of pump, as well as the pump itself, for investigation. However, neither was provided by the customer. As a result, a comprehensive investigation of this event could not be conducted. If the event log and/or the pump are provided by the customer, an investigation will be conducted, and the investigation's findings will be presented in a follow up report.